Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was exposed to extreme temperatures, and a temperature alarm occurred. Customer cleared the alarm to address the issue. The customer experienced an elevated blood glucose (bg) level; a specific bg value was not provided. The customer delivered a bolus to address bg level.